Event description:
It was reported that there were four peritx peritoneal catheter & starter kits received in pleurx pleural catheter kit boxes and without starter kits. During follow up response it was reported that the issue occurred prior to use, when the product was received. There was no patient involvement.

Manufacturer narrative:
H11: two physical samples were received and evaluated. During visual inspection, it was observed that the incorrect carton had been used. The bottle kits were not included in the return. One photo was provided by the customer and reviewed. During photo review, the photo also verifies the use of the wrong carton. Therefore, the investigation was confirmed for the reported label content incorrect. The issue was traced to a manufacturing issue. A formal investigation was opened to further review these issues. A review of the device history record (DHR) was completed. No confirmed quality issues or rejections related to the reported incident were identified. The review verified that all procedural and functional criteria required for product release were fully satisfied. The complaint was entered into the complaint management system and will be tracked & trended for future occurrences and reviewed/investigated through the quality data analysis process. D4 (medical device expiration date), d9 (device available for evaluation; received to manufacturer on), h2 (correction, additional information, and device evaluation), h3 (device eval by manufacturer?), h4 (device manufacture date), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were four peritx peritoneal catheter & starter kits received in pleurx pleural catheter kit boxes and without starter kits. During follow up response it was reported that the issue occurred prior to use, when the product was received. There was no patient involvement.

Manufacturer narrative:
H11cthe lot number for the device was provided. The device history records are currently under review. A photo was provided; photo review is currently underway. The device is pending return. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. G4: PMA / 510(k)#: k201155; k241946. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.